Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4): the device not returned/received. Further investigation is not possible without the device.

Event description:
It was reported, during an implant procedure, the device could not be fully interrogated. Green lights were displayed; however when the device is initially interrogated, a message noting the device is at eri (elective replacement indicator) was displayed the eri was cleared, and another message, "noisy environment.....please try again" was displayed. Multiple programmers were attempted unsuccessfully. No patient complications have been reported as a result of this event. Of note, the initial reporter, when asked, could not remember the battery voltage and impedance readings.